Event description:
Look for possible signs of radiation (B)(6) [radiation (B)(6)], abdominal pain [abdominal pain]. Case description: initial information received on 28-jul-2016: this spontaneous medical device report was received from a physician via a company representative regarding a patient, age, gender unspecified. The patient's medical history and concomitant medication were unspecified. The patient received therasphere (dose, indication, lot number and expiration date not provided) on 31-mar-2016. On an unspecified date in 2016, the patient was experiencing some abdominal pain and the physician was asking what clinical blood tests were relevant to look for possible signs of radiation (B)(6). The patient was scheduled to be seen in the clinic on (B)(6) 2016. The outcome of the events was not reported. The physician did not assess the severity or the causality of the events. The company considers the radiation hepatitis to be serious (medically significant) and abdominal pain to be non-serious. Follow-up information will be requested. Company comment: radiation (B)(6) and abdominal pain are considered to be listed according to the therasphere current reference safety information. In the absence of the reporter's assessment, the company considers the abdominal pain and radiation (B)(6) to be related to the use therasphere. This single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.

Manufacturer narrative:
.

Event description:
Symptoms are felt to be disease progression. Case description: initial information received on 28-jul-2016: this spontaneous medical device report was received from a physician via a company representative regarding a patient, age, gender unspecified. The patient's medical history and concomitant medication were unspecified. The patient received therasphere (dose, indication, lot number and expiration date not provided) on 31-mar-2016. On an unspecified date in 2016, the patient was experiencing some abdominal pain and the physician was asking what clinical blood tests were relevant to look for possible signs of radiation hepatitis. The patient was scheduled to be seen in the clinic on (B)(6) 2016. The outcome of the events was not reported. The physician did not assess the severity or the causality of the events. The company considers the radiation hepatitis to be serious (medically significant) and abdominal pain to be non-serious. Follow-up information will be requested. Follow-up information was received from a physician via a company representative on 09-aug-2016: the patient is female. On an unspecified date, the patient had a CT (results unknown) and her symptoms were felt to be disease progression (nos) rather than related to the theraspheres. The physician did not assess the seriousness of the disease progression and considered the symptoms not related to therasphere. The company considers the disease progression to be non-serious. The previously reported events radiation hepatitis and abdominal pain are subsumed under the event disease progression as they are symptoms of disease progression. Follow-up information is expected. This report has been downgraded from serious to non-serious. Company comment: disease progression is considered unlisted according to the therasphere current reference safety information. In agreement with the reporter's assessment, the company considers the disease progression to be not related to treatment with therasphere. This single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.